Event description:
The customer stated false negative architect vancomycin results were generated on the architect c8000 analyzer. Patient three generated an initial vancomycin result of <1 ug/ml; when repeated, the sample generated a result of 6 ug/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.